Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. Several months later after exhibiting loss of capture (loc) and high thresholds the lead was going to be explanted. During the procedure, it was noted that the helix would not retract, as a result the lead was surgically abandoned and successfully replaced.